Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 422 mg/dl. Customer had symptoms such as blurry eyes and tiredness. Customer had blood glucose level of 83 mg/dl. Customer was not using auto mode feature. Customer was assisted with troubleshooting for auto mode status screen. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.